Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a button error alarm as a result of corroded keypad traces. Also the keypad overlay had weak adhesive bond at several locations.

Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was performed, and the customer was not able to clear the alarm. Advised the customer to discontinue use of the insulin pump and revert to back up plan. During the call, the customer mentioned that her recertified insulin pump did malfunction and she had to go to the hospital. Attempted to call the customer to get more info regarding her admission, and her husband stated that she went to the hospital over a year ago due to her insulin pump malfunctioning, but the customer did not receive a medical treatment. No further info was provided.